Event description:
Healthcare professional reported unknown side rupture. Device explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, fold creases, underweight, around 0-25% of the shell is missing, red particles in gel. A microscopic analysis was performed which identified: broken shell with sharp edge in the same location of crease assessed as fold flaw opening, stress marks assessed as non-penetrating nicks, wear abrasion. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive. Reason for reoperation: rupture.